Event description:
Per document received from attorney, patient underwent a surgery in 2005. The patient now alleges he is injured as a result of using a stryker painpump. No information has been provided as to the type or extent of this injury.

Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.